Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Patient experienced a wound separation after a cesarean section procedure. The patient was re-closed in the patient's hospital room with metal staples.